Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information in (B)(4) 2010 from a boston scientific field representative that this chronic right ventricular (rv) defibrillation lead and a guidant cardiac resynchronization therapy-defibrillator (crt-d) were associated with a report of noise resulting in pacing inhibition for this pacing-dependent patient when isometric exercises were conducted clinically following the observation of nonsustained ventricular tachycardia and ventricular fibrillation episodes during a device check. No anomalies were noted when this lead was tested; a possible lead-device connection or a device header or setscrew issue was suspected. The crt-d was explanted and replaced with a boston scientific crt-d. There was no noise observed when the chronic rv lead and acute device were connected and isometric exercises were conducted. Subsequently, boston scientific received information that this patient's chronic device and lead system were extracted in late-november 2013 due to infection. According to the physician, the root cause of the infection was non-device/lead system related. The patient had suffered trauma related to a fall. Fluoroscopic imaging and visual inspection did not identify any vegetation on the leads. The pocket was not infected and there was no evidence of erosion.